Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure, the rv lead exhibited decreased r-wave sensing. Multiple attempts to reposition the lead were made but were unsuccessful, and the patient went into ventricular fibrillation. After the patient was externally defibrillated, the lead exhibited high pacing lead impedance. The lead was explanted and replaced with good measurements. Patient condition was good post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.